Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that an 8476 error code was seen on (B)(6) 2016. It was unknown whether the patient had an MRI or was near a strong magnetic field recently. It was unknown what symptoms the patient had. The pump was read in a clinic setting on (B)(6) 2016. The cause of the motor stall was unknown. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump identified a stall due to shaft-bearing with corrosion and/or wear and/or lubrication of the gear train. Interrogation of the pump revealed that the device was being used to deliver hydromorphone [20.0mg/ml] at a rate of 6.306mg/day and bupivacaine [20.0mg/ml] at a rate of 6.306mg/day. Results and conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the removal of the hematoma created a pocket and the doctor had "stuffed a sock in there." Ever since that the patient has had excruciating pain on the right side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the patient was receiving dilaudid and an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that during the replacement surgery a hematoma was discovered. The caller stated that the hematoma was removed. No further complications have been reported.